Event description:
It was reported that customer observed air bubbles and gaps in infusion set tubing between t:lock and patient during pumping. The customer's blood glucose level displayed "high" however, the specific value was not known. The customer corrected the high blood glucose by correction bolus via pump. Customer changed infusion set and tubing, resumed insulin delivery, and used room temperature insulin while following cartridge preparation steps.